Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported feeling vibrations in the area of the implanted implantable cardioverter defibrillator (ICD). The patient indicated that the feeling was like when they check the device in the office. The device remains in use. No further patient complications have been reported as a result of this event.